Manufacturer narrative:
Submit date: 2017-07-14.

Event description:
According to the reporter on (B)(6) 2017, the buzzer turns itself on and off during testing. Upon follow up with the customer on (B)(6) 2017 it was found that the pump also failed to provide accurate feeding history. No additional information is available.

Manufacturer narrative:
An evaluation of the kangaroo joey pump was performed for the reported condition of no audible alarm. The unit was triaged and the reported issue could not be confirmed at this time. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.